Event description:
The customer initially called the helpline for assistance in programming the insulin pump. Later the customer reported the device being stuck in the rewind sequence. The customer was unable to complete troubleshooting or program the insulin pump settings during the phone call. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.